Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an over infusion of c2d1 epoch. The infusion was started at 1708. The bag was supposed to run over 24 hours. It completed at 0830 on the following day, infusing over approximately 15 hours. The rate of infusion on the bag was 21.4ml/hour. It was running at 23.5ml/hour to account for overfill. The volume infused on the pump showed about 600ml, which includes the tafa that was 250ml. When the clinician went into the patient's room for shift change, they noticed that the bag was almost empty. The clinician notified pharmacy, the charge nurse, and the provider. They confirmed with pharmacy that it was safe that the patient received that dose within that time period. Pharmacy reviewed their chemo preparation history and did not identify a potential issue. The next dose of epoch will be started at its scheduled time. The patient remained stable throughout the event and did not have any changes. The alaris brain and pump was impounded. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer?, manufacturer narrative. Annex a: a25, annex g: g07001, annex b: b01, b14, annex c: c19, annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of c2d1 epoch was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from the pcu and pump module were retrieved to determine the details of the reported event. The facility indicated that the infusion began at 17:08 on (B)(6) 2025, and the issue was identified at approximately 08:30 on (B)(6) 2025. A review of the pcu error log did not observe any errors that could have contributed to the reported event. The logs below show the events from (B)(6) 2025 at 5:09 pm, when the unit's channel was pressed, until (B)(6) 2025 at 8:27 am, when the unit was turned off. At 5:09 pm on (B)(6) 2025, pump module 8100 (s/n (B)(6)) was selected. The unit was programmed with etoposide, w/doxorub & vincris (drug ID 230), with a total dose of 90mg in 565ml diluent, at a concentration of 0.1593mg/ml and an infusion rate of 23.5417ml/hr. The volume to be infused (vtbi) was configured to 565ml. The primary volume infused (pvi) at the start was 258.793ml, reflecting a prior infusion. At 5:01 am on (B)(6) 2025, an air in line alarm was triggered with a pvi of 537.874ml. The user silenced the alarm and restarted the infusion. At 5:02 am, the pause key was pressed, followed by safety clamp open and door closed alarms. The infusion was restarted at a pvi of 538.065ml. At 8:25 am, another air in line alarm occurred with a final pvi of 617.846ml. The alarm was silenced, and at 8:27 am, the channel off key was pressed, ending the infusion. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of c2d1 epoch was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an over infusion of c2d1 epoch. The infusion was started at 1708. The bag was supposed to run over 24 hours. It completed at 0830 on the following day, infusing over approximately 15 hours. The rate of infusion on the bag was 21.4ml/hour. It was running at 23.5ml/hour to account for overfill. The volume infused on the pump showed about 600ml, which includes the tafa that was 250ml. When the clinician went into the patient's room for shift change, they noticed that the bag was almost empty. The clinician notified pharmacy, the charge nurse, and the provider. They confirmed with pharmacy that it was safe that the patient received that dose within that time period. Pharmacy reviewed their chemo preparation history and did not identify a potential issue. The next dose of epoch will be started at its scheduled time. The patient remained stable throughout the event and did not have any changes. The alaris brain and pump was impounded. There was patient involvement, but no harm.